Manufacturer narrative:
The event unit was returned for investigation. Upon visual inspection, engineering observed substantial eschar buildup on the jaws of the device. Engineering determined that eschar buildup in the blade channels prohibited the blade from entering the jaws. The root cause of the customer's experience is eschar buildup in the blade channels of the device. The instructions for use warns the user that "buildup of eschar can negatively affect sealing and cutting performance." Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap sigmoidectomy w/ dr. (B)(6) - "after approximately 150 blade actuations, the lever started to stick (i.e. It was no longer returning to its original position when he released his finger). Dr. (B)(6) continued to use the device for another ~30 activations and then asked for a new device because his hand was getting tired and felt that the sealing performance wasn't the same as it was originally. The difference in sealing performance that he perceived I could not perceive (i.e. There was not significant oozing, ect.) He completed the case with a second device." Patient status: "to my knowledge, this complaint had no impact to the patient."